Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) exhibited oversensing and delivered inappropriate shock therapy. High pacing impedance measurements were also observed thus a right ventricular (rv) lead fracture was suspected. However, upon opening the pocket, the set screws were observed to be loose and the rv lead was not securely connected to the device header. The physician secured the lead to the header and a defibrillation threshold (dft) test was performed which produced no out of range measurements. It was indicated that all lead measurements were reportedly fine and a successful dft was performed when the device and lead were implanted until such time when the patient received inappropriate shocks due to an open circuit at the lead and header interface. The patient was going to be closely followed up. No additional adverse patient effects were reported. The device and lead remain in service.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.